Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The patient care technician (pct) at the user facility reported that the dialyzer clotted off while a patient underwent their hemodialysis (hd) treatment. No allegation of patient adverse effects being experienced as a result of this incident. Although follow-up was requested, no additional details have been provided.

Manufacturer narrative:
This report is follow-up #2. This supplemental report contains additional information: clinical investigation: a temporal relationship exists between the patient¿s reported blood loss with subsequent hypotension requiring fluid replacement therapy and the optiflux 180nre dialyzer. Although there is documentation to show the patient¿s estimated blood loss of 300 ml which led to fluid replacement and early termination of hd treatment was related to the clotted dialyzer; there is no documentation that indicated a dialyzer malfunction. However, it is likely that the absence of anticoagulation during this hd treatment contributed to the clotting event.

Event description:
The clinical manager at the user facility provided follow-up information which revealed that the blood leak occurred approximately 2 hours and 25 minutes after the patent¿s hemodialysis (hd) treatment was initiated. The blood within the extracorporeal circuit was not returned to the patient. The hd therapy was discontinued, and the patient did not finish the hd treatment. The patient¿s estimated blood loss (ebl) was noted as being approximately 300 milliliters (ml). The patient experienced hypotension which required a normal saline infusion. The patient is on heparin. The hd machine generated a trans-membrane pressure (tmp) alarm. No damage or defects were visible to the dialyzer or its packaging. No issues were observed with the hd machine, prior to, during, or following the patient¿s hd treatment. The dialyzer is not available to be returned to the manufacturer for analysis. The patient has been on hd for 3 years and dialyzes 3 times per week.